Event description:
The neuron was kinked some centimeters below the tip when it was taken out of the package. The hospital assumed it was already kinked in the package. The neuron was not used for the procedure and another one was taken from inventory.

Manufacturer narrative:
Device investigation: results: this catheter has an ovalization at the distal tip. There is also a pinch (6.5cm) from the distal tip. A 0.070" mandrel was introduced into the hub and advanced distally until it reached the pinch area in the distal end of the shaft. The catheter was also reinserted inside a shipping tube with a mandrel in place. The kink was in an area where the mandrel would have protected it. This catheter is non-functional. Conclusion: the complaint was evaluated and confirmed. The catheter was pinched in the distal area of the shaft (6.5cm) from the tip. This damage could have occurred during the packaging of the product or mishandling upon removal from the package. However during the evaluation it was found that the mandrel would have protected the area where the kink is located therefore this damage was likely caused once the mandrel was removed from the device during unpacking at the hospital. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.